Event description:
Reporter indicated physician was having communication problems with the vns programming system. He said the surgeon was trying to set a patient's generator to 0ma for a surgery the patient was having that day, and he was not able to interrogate. Good faith attempts to obtain additional information have been unsuccessful to date.